Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 7288 implantable pulse generator (ipg) implanted: 2005 (B)(6), explanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the clinic for a device battery check. While performing manual tests at the clinic, it was discovered that the right ventricular (rv) lead showed undersensing. Due to the device reaching elective replacement indicator (eri), the device was replaced and the rv lead was kept in use for the high voltage portion, but a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.